Manufacturer narrative:
One viewflex xtra ice catheter was received for evaluation. The catheter tip was noted to be bent and fractured. The catheter was recognized by the catheter interface module and zonare viewmate system and the imaging screen was displayed; however, further functional testing was not performed due to the aforementioned catheter tip damage. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The root cause of this issue was determined to be a design/process issue.

Event description:
This report is to advise of a fracture that was noted during analysis.